Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the broken cable by the user handling. Omsc confirmed the instruction manual of the device and found that the instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the image sensor unit, the circuit board inside the video connector, or the video system center. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure, the user found that the screens of both the main monitor and the sub monitor temporarily disappeared. Both screens were displayed again after this phenomenon. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.